Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During follow-up, oversensing due to noise was noted on the right atrial lead. The lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the external insulation abrasion was consistent with friction to the device can.